Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. A conclusive cause for the reported arrythmia, hypotension, bradycardia, and the relationship to the product, if any, cannot be determined. The reported treatment of unexpected medical intervention/additional therapy non-surgical treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. No UDI is being reported as the part and lot numbers were not reported.

Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature article titled: volume-controlled perfusion for revascularization in acute myocardial infarction patients undergoing emergency intervention and literature review.

Event description:
It was reported in a chinese article that the patient presented with chest pain for 6 hours and thrombolysis with prourokinase failed 4 hours before. An echocardiogram showed elevation of leads ii, iii, avf and st segment by 0.4mv. At the time of admission the blood pressure was 130/80 mmhg, heart rate 80 times per minute. The diagnosis was an acute inferior wall st-elevated myocardial infarction (stemi). Before the operation the patient received heparin and dual antiplatelet drugs. Coronary angiography showed expanded right coronary artery (rca) with total occlusion of the proximal end and shadow of blood clots. Shortly after the balance middleweight (bmw) guide wire passed through the occluded area via the radial artery, junctional rhythm occurred. The heart rate and blood pressure decreased to 40-50 times per minute and 70/50 mmhg, respectively. A non-abbott balloon dilatation catheter was used to block the antegrade flow at the proximal end of the right coronary artery at 8 atmospheres. A 6fr guiding catheter was entered through a femoral access, allowing another bmw guide wire to advance to the distal end of the rca and a suction catheter was advanced over the bmw to 15 mm distal to the nc balloon. A small amount of contrast was injected into the suction catheter to confirm that the distal vessel was patently smooth. Stenting and post dilatation were performed and the patient's vital symptoms of the stemi were resolved. After the antegrade flow was blocked, the heart rate and blood pressure were gradually increased back. No additional information was provided.